Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft fractured. The device was simply removed, and the procedure was completed with another of the same device. No patient complications were reported.